Manufacturer narrative:
Conclusion of customer protocol testing: the device was programmed in channel a to deliver a volume of 500 ml in 4 hours, at a flow rate of 125 ml/hr, resulting in 508 ml delivered in 4 hours 2 minutes. 500 ml *5% = (+/- 25 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The margin of delivery error was +8 ml. According to the customer experience, a flow programming error was related to the infusion. A user error could not be determined because no records for the date were found. The customer protocol tests determined that the device worked without over-delivery or alterations in values, delivering as programmed. Probable cause was not found.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plm a+ spanish 110v cr where it was reported the chemotherapy was installed, which should have ended in 4 hours, at 8:00 p.m., it was verified, and an error was found in the programming of the infusion flow, the amount was programmed again for 4 hours. The pump was infusioning 3200 mg of cytarabine intravenous, prepared by mixing center in 500cc. The product status at the time of event was during infusion. There was also stated that the medication was reprogrammed to be infused in the determined time, starting at 3:00 p.m., that the problem of under delivery of medication was noticed near to 8:00 p.m. Occurred during infusion and the personnel did not report any activated alarms; the error of programming was related to the speed of infusion flow. The patient was not harmed as a result of this event.